Manufacturer narrative:
The customer has confirmed that they have had no further related issues.

Event description:
The customer initially reported that all of their routine controls were out low except for ammonia, phenytoin, ion selective electrode (ise) routine controls, and one level of direct bilirubin control. The customer tried performing a sample probe wash and air purge on sample and reagent probes three times. The customer also checked to see if the cell wash reagent was being used and if there was liquid on the reaction cells. The customer then tried running controls again on 2 tests that initially passed and 2 tests where controls were out. The customer then stated that controls were ok for the one test she calibrated previously, but were out of range for 2 other assays. The customer also recalibrated 2 more assays and one worked, but the other failed. The customer verified she was using the correct calibrator lot as installed on the instrument. The customer stated they would replace the sample probe. The customer then tried running a calibration on albumin and this failed. The customer checked again to ensure they were using the correct calibrator lot. The customer then requested service. The field service representative determined that there was a fluidic failure due to a missing set screw for the sample syringe slider barrel. He replaced the set screw. The customer ran calibrations and controls; these were within the customer's specifications. It was also mentioned that a vacuum adjustment on the rinse mechanism was required and that the sample probe was replaced. The customer repeated samples and corrected reports were issued for four patient samples tested for multiple assays. Of these four patient samples, three had erroneous results for total protein gen. 2 (tp), albumin gen. 2 (alb), calcium gen. 2 (ca), glucose hk (glu), aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast), ise sodium, ise potassium, and ise chloride. The first patient sample initially resulted as 4.3 g/dl for tp, 2.7 g/dl for alb, and 6.8 mg/dl for ca. These initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as 6.3 g/dl for tp, 3.8 g/dl for alb, and 8.6 mg/dl for ca. The repeat results were believed to be correct and a corrected report was issued. The second patient sample initially resulted as 72 mg/dl for glu, 5.5 g/dl for tp, and 7.9 mg/dl for ca. These initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as 96 mg/dl for glu, 8.0 g/dl for tp, and 9.8 mg/dl for ca. The repeat results were believed to be correct and a corrected report was issued. The third patient sample initially resulted as 234 mg/dl for glu, 3.6 g/dl for tp, 16 u/l for ast, 127 mmol/l for ise sodium, 3.9 mmol/l for ise potassium, and 87 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as 343 mg/dl for glu, 4.7 g/dl for tp, 40 u/l for ast, 140 mmol/l for ise sodium, 4.5 mmol/l for ise potassium, and 104 mmol/l for ise chloride. The repeat results were believed to be correct and a corrected report was issued. The patients were not adversely affected. The tp, alb, ca, glu, and ast reagent lot numbers and expiration dates were asked for, but not provided. The ise sodium, ise potassium, and ise chloride electrode lot number and expiration dates were asked for, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.